Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of provided pictures of explanted devices. Investigation report provided by heraeus states that on the pictures of the explanted tibial and femoral components it can be clearly seen that the bone cement is well anchored on the implants. Furthermore, the bone cement was well anchored in the spongiosa. There is no hint of a user error or malfunction of the bone cement. The patient had the following conditions that might have contributed to the loosening: hypertension; osteoarthritis; hypercholesterolemia; recurrent dvt/pe¿s - long term anticoagulant therapy, hypercoagulable state w/ prothrombin gene mutation, mild, thin lucency along the undersurface of the tibial tray, both anteriorly and laterally, but within normal limits without definite periprosthetic osteolysis; trace knee effusion; arterial atherosclerotic calcifications; bmi 29,9 (obese). Device history record (DHR) was reviewed and no discrepancies were found. Primary surgery state no intra-operative complication. Revision operative notes state that patient underwent revision tka due to pain and aseptic loosening with all components exchanged with competitor product without complications or significant findings noted. Office notes (dated :(B)(6) 2016 to (B)(6)2018) stated that patient had severe pain, swelling, hemarthrosis, instability and difficultly walking. X-ray review (dated: (B)(6) 2018) states that tka components in near-anatomic alignment, thin lucency along the undersurface of the tibial tray anteriorly and laterally but within normal limits without definitive osteolysis. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Associated products : item#: 00111314001; palacos rg 1x40 single; lot#: 78064369k13; item#: 195909; vgxp intlk femoral rt 62.5; lot#: 758590; item#: 195844; vgxp xp e1 tib brg rm 11x63; lot#: 641580; item#: 195772; vgxp xp e1 tib brg rl 9x63; lot#: 852680; item#: 195753; vgxp xp inlk pri tib tray 67mm; lot#: 206970; item#: 184764; series a pat std 31 3 peg; lot#: 236110. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01591, 0001825034-2020-03937.

Event description:
It was reported that the initial right total knee arthroplasty performed 5.5 years ago. Subsequently, the patient was revised approximately 2.5 years later due to pain, swelling, instability, and loosening. All components were revised without complication or significant findings.